Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional for a clinical study, via a manufacturer representative, reported the cause remained unknown and nothing abnormal had been identified on the radiography.

Manufacturer narrative:
.

Event description:
Information was received from a healthcare professional for a clinical study, via a manufacturer representative, regarding a patient with a neurostimulator. The patient's medical history includes fecal incontinence due to post-surgical trauma. It was reported the patient experienced pain in the right buttock and irradiation pain at the left waist level (a sciatic pain type). Antalgic treatment was given. Diagnostics were done to check device position. The device was explanted on (B)(6) 2016, and the event resolved. The serious event was related to the device and to the procedure.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0210060974, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from a healthcare professional for a clinical study via a manufacturer representative (rep) reported that it was not related to procedure and not related to the device although the sponsor assessment remains related to the device. The neurostimulator was removed on (B)(6) 2017. It was reported that the patient had an unscheduled visit and was not hospitalized as they were at the hospital for less than 24 hours.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328, lot# 0210060974, implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional for a clinical study via a manufacturer representative (rep) reported that there was a hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 309328, lot# 0210060974, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the event was non serious and related to the device. No further patient complications have been reported as a result of this event.